Event description:
The lag screw would not pass over the guide wire. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the cause of this event would be a manufacturing error that was detected by inspection but was accepted in error by the temporary employee at the time this product was manufactured.